Event description:
Pt came into clinic and it was noted that the 46 hr infusion had not infused. The tubing was found to be still clamped and IV appeared completely full. Pt explained he did not receive any "beeps" (or alerts) to warrant issues with the infusion. The pt did mention he received an alert to suggest the infusion had completed. FDA safety report ID# (B)(4).